Manufacturer narrative:
One opened phacoemulsification tip without a wrench, in a bag was received. Sample was visually inspected and found to be nonconforming, phacoemulsification broken at aspiration bypass hole, breakage is very jagged. Wall thickness is even. Wear observed on threads, back of flange, and nut corners consistent with threading on handpiece. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The complaint evaluation confirms the phacoemulsification tip was broken. The root cause for the broken phacoemulsification tip cannot be determined from this evaluation. The phacoemulsification tip visual inspections do not show any manufacturing issues that would cause the broken phacoemulsification tip. The exact root cause for the broken phacoemulsification tip is unknown; therefore specific action with regards to this complaint cannot be taken. All phacoemulsification tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Any nonconformance, such as the broken phacoemulsification tip exhibited on the returned opened sample, are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A sample was not received at the manufacturing site and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, therefore; the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown; therefore, specific action with regards to this complaint cannot be taken. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that phaco tip got fractured during cataract surgery. The surgery was completed after replacing the product with another one. There was no patient harm.